Manufacturer narrative:
Date of event: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insulin syringe with bd ultra-fine¿ needle contained foreign matter. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: customer returned (4) loose 3/10cc, 8mm syringes. Customer states that there is clear liquid in the syringes. All returned syringes were examined and no liquid was observed in any of the syringes. However, when fully depressing the plunger rod, a clear droplet of material came out of the cannula of all the samples. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis shows that this material is most likely silicone. Silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. The silicone application process is designed to provide an even distribution of silicone on the interior of the syringe barrel. When the plunger is fully depressed, the silicone gets distributed along the barrel roof and walls, ensuring a lubricated surface for the plunger to move against. Silicone has been in use in this application for over 20 years, with estimated distribution well in excess of 25 billion units. No reports are known of adverse clinical effects associated with these products and unintentional delivery of silicone fluid lubricant. CAPA # 56537 and situation analysis # bddc-16-871-sa have been opened to address this issue. A review of the device history record was completed for batch# 8015999. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There were two (2) notifications [(B)(4)] noted that did not pertain to the complaint. Based on the samples / photo(s) received the investigation concluded: -confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Possible root causes for excess silicone include: the first is that some associates do not degas the silicone after refilling the tanks. Second, the silicone volume on the pump is a parameter that is being adjusted, but is not understood and could be a potential kpiv.

Event description:
It was reported that bd insulin syringe with bd ultra-fine¿ needle contained foreign matter. No serious injury or medical intervention was reported.